Event description:
It was reported that the patient experienced an altered mental status over several days, and that there was atrial undersensing. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 implantable pacing lead, (B)(6) 2010. (B)(4).